Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest. It was reported that while the patient was in the hospital, the patient had the lifevest on for a week and was not bathed during this time. The patient's skin irritation was red, seeping, puss, smelly, and infected. Field services provided the patient with replacement garments. There was no alleged device malfunction contributing to the irritation. The physician at the nursing facility advised the nurse to remove the lifevest and send the patient back to the hospital. Outcome of the irritation is unknown.